Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the sync button was electrically shorted due to physical damage. The shorted sync button prohibited the device from charging for defibrillation.

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that multiple buttons on their device were not functioning. In this state defibrillation therapy may not be available to a patient if needed. There was no patient use associated with this event.